Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre products continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre products was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and experienced symptoms described as dizziness, frequent urination, sluggish, exhaustion, and a headache. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer was admitted to a hospital intensive care unit (ICU) and received an unspecified lower reading on the adc device compared to an unspecified reading on a laboratory result. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer received healthcare professional (hcp) administration of an insulin infusion (dose/type unspecified) as treatment for the diagnosis of hyperglycemia and was hospitalized for 2 days. There was no report of death or permanent impairment associated with this event. A low reading of "19" mg/dl obtained on the adc device was compared to a laboratory result of 501 mg/dl. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and experienced symptoms described as dizziness, frequent urination, sluggish, exhaustion, and a headache. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer was admitted to a hospital intensive care unit (ICU) and received an unspecified lower reading on the adc device compared to an unspecified reading on a laboratory result. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer received healthcare professional (hcp) administration of an insulin infusion (dose/type unspecified) as treatment for the diagnosis of hyperglycemia and was hospitalized for 2 days. There was no report of death or permanent impairment associated with this event. A low reading of "19" mg/dl obtained on the adc device was compared to a laboratory result of 501 mg/dl. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 1 (storage state). Log file showed that the user had attempted to activate the sensor but was not able to get to an active paired state. As a result, sensor returned to storage state (sensor state 1). Also, clinical and historical data were not present indicating that no readings were logged since sensor was not activated. Therefore, this issue is not confirmed due to sensor not being activated. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and experienced symptoms described as dizziness, frequent urination, sluggish, exhaustion, and a headache. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer was admitted to a hospital intensive care unit (ICU) and received an unspecified lower reading on the adc device compared to an unspecified reading on a laboratory result. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer received healthcare professional (hcp) administration of an insulin infusion (dose/type unspecified) as treatment for the diagnosis of hyperglycemia and was hospitalized for 2 days. There was no report of death or permanent impairment associated with this event. A low reading of "19" mg/dl obtained on the adc device was compared to a laboratory result of 501 mg/dl. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. It is unknown when these readings were obtained in relation to the reported adverse event.